Manufacturer narrative:
(B)(4). Lot 13c091 was manufactured from march 27, 2013 to march 28, 2013. Evaluation summary: the device was received outside of its original, sealed packaging. Visual inspection (via the naked eye) was performed and revealed no evidence of the reported defect; the blue winged luer cap was present and attached to the unit. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had an unspecified problem described as the device missing its blue tip. This was found before use. There was no patient involvement. No additional information is available at this time.